Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective emitter of the x-ray tube. The error was caused by defective emitters of the x-ray tube, which is an expendable item. According to the log file analysis, the small focus first had a defective emitter. As a result, work was continued on site with the large focus. The operator was informed of the error by the system with an appropriate error message "no xray: try again". After about eight days, the emitter of the large focus was also used up and finally led to the loss of x-ray. The affected x-ray-tube has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that x-ray was not available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.